Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane board and the multi-output low voltage power supply. The system operates as intended.

Event description:
The customer reported the system intermittently would not produce x-rays. No pt injury was reported.